Manufacturer narrative:
Additional information: g4, h3, h6 h3 .evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received. The reported condition was confirmed. The investigation identified the cause of the reported event to be the return electrode monitoring (rem) calibration. The rem was calibrated to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use during set up, the device had a rem test failure. There was no patient involvement.